Event description:
It was reported the device leaked at the chamber connection area. No patient injury reported.

Event description:
It was reported the device leaked at the chamber connection area. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) units were received for evaluation. The complainant's returned units were visually inspected; no damage or defects were observed. The units were functionally tested; leaks were not observed at the drip chamber. The complaint is not confirmed. Root cause could not be determined since the complaint was not confirmed. No action taken since the complaint was not confirmed.